Event description:
It was reported that a cardiac tamponade/cardiac perforation/pericardial effusion occurred. Carto rf used during redo pvi (not farapulse system). Steam pop occurred at the eustachian ridge during cti ablation with resultant pericardial effusion requiring urgent pericardiocentesis performed with 610 ml of venous blood auto transfused. Later limited tte on (B)(6) 2025 showed no pericardial effusion. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Additional information received on 11/6/2025 for report mw5177525 to update manufacturer to biosense webster, inc. And procode to dqk.